Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received on 4/25/2018 stated that clavicular crush was suspected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the atrial lead exhibited loss of capture. Repositioning and switching testing cables did not resolve the issue. The lead was removed and replaced during this procedure, after which the patient was fine and stable.